Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-02010. Results: the jet7 was stretched approximately 127.5 thru 128.5 cm from the hub. The total length of the jet7 was 132.0 cm. The strain relief was kinked approximately 1.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched. If the jet7 is manipulated against resistance, damage such as stretching may occur. This stretching damage may have contributed to the aspiration issue noticed during the procedure. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the stretching could not be determined. Further evaluation of the returned jet7 revealed a kink in the strain relief. This kink was likely incidental to the reported complaint. Penumbra catheters are visually inspected in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid terminus (carotid t), a1 segment of the anterior cerebral artery (aca), m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made multiple passes using the penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra stent retriever, a non-penumbra sheath and, a non-penumbra microcatheter. It was reported that the physician noticed aspiration was not properly working during the second pass. After making the fifth pass, the procedure was completed and, therefore, the physician removed the jet7 and found approximately three centimeters of the distal tip to be accordioned. There was no report of an adverse effect to the patient.